Event description:
Report received of blood backing up into the patient's IV line with no pump alarm. The pump was programmed to infuse gamimune at a rate between 100 and 120 ml/hour. Approximately 50 minutes to 1 hour after the infusion was started, it was noted that blood was backing up into the IV tubing 3 to 3 1/2 inches. There was no pump alarm. The pharmacist was called to the unit and opened the pump door. It was reported that the tubing under the pump door was completely flattened. The tubing was repositioned and therapy was continued using the same device, with no further reported problems for the remainder of the infusion.